Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up report will be submitted.

Event description:
Received info stating customer's pump unexpectedly shutdown. Customer may not have charged battery but customer could not confirm. There was no impact to customer's blood glucose level.